Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the third firing, the staples were formed but the device did not cut. On approximately the seventh firing, the surgeon had pressed the anvil release button after firing the device; the staple/cut line was intact but the reload looked like it was going to fall out proximally. Distally it was still connected. Surgery was prolonged one minute. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).